Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was that they thought that they needed the ins reprogrammed as it was not working right since it would set off in the middle of the day. Pss clarified with the pt; pt stated that the device would go into MRI mode and turn the ins off which they weren't aware of until they sat down and checked the controller. Pt confirmed that they were not placing the device into MRI mode themselves. Pt stated that they wouldn't feel the tingling (stimulation) in their legs, so they would check the controller and see that the ins was off and in MRI mode. Pt hadn't tried resetting the controller, so pss walked the pt through resetting the controller. Pt noted that they were recharging their ins during the call. When asked for the event date, pt stated that they would say it was on and off for about a month. Pt did not have a managing hcp, so pss offered to e-mail the pt a physician locator listing/pt accepted. Pt noted that they just had a family doctor, dr. Cocks. Pt will monitor the ins/controller for the a couple of days and call ps back if needed. Pss also redirected pt to hcp for possible ins reprogramming if needed.redirected caller: other (document in note)

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt reported their ins has not been working right. Pt described MRI mode activating automatically periodically (a lot) which shuts the ins/therapy off without them knowing. Pt explained they would be feeling pain so they go on the controller (ptm) and see "stimulation is off/MRI mode. Pt said they go to MRI mode and select stimulation on. Pt said they would say this began happening on/off for several weeks in mid-august. Pss reviewed with the pt that the ins/stimulation would automatically shut off once the ins battery depletes to under 30% and that they would have to turn the stimulation back on manually after recharging the ins. Pt claimed this was not the case b/c ins always stays on. Pt said they would do a full charge to 100 and explained a 100% charge on average will usually last them about 2 days. Pt said within the first day after they have just recharged ins they would start to feel pain which they then check the ptm and see the ins has shut (in MRI mode) off with the battery level at 80%. Pt said they have not had a managing hcp since thomas dowling did the implant scs procedure. During the call, patient reported therapy really had not been working right, as far as relieving the pain levels. Pt said they noticed this issue maybe a bout a month ago. Pt explained they were in a no fault claim resulting from a car accident. Pt stated their lawyer suggested contacting manufacturing to have ins "fine tuned"/adjusted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.